Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were not responding that day. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast", "up" and "down" buttons respond intermittently to user presses. The keypad was removed for inspection; contamination was found under stated button's contacts. During inspection observed that the bumper pad was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.